Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the low energy shock impedance measurements have been varying. The low energy impedance readings ranged from 100 to 175 ohms. The high energy shock impedances have also varied, ranging from 68 to 142 ohms. Recently the patient is having torsades episodes which were due to pauses, so the patient needed some pacing. The doctor elected to explant and replace the entire system with a transvenous system which had pacing. There were no additional adverse patient effects.

Event description:
It was reported that the low energy shock impedance measurements have been varying. The low energy impedance readings ranged from 100 to 175 ohms. The high energy shock impedances have also varied, ranging from 68 to 142 ohms. Recently the patient is having torsades episodes which were due to pauses, so the patient needed some pacing. The doctor elected to explant and replace the entire system with a transvenous system which had pacing. There were no additional adverse patient effects.